Manufacturer narrative:
If new information is received, this event will be updated.

Event description:
Boston scientific crm received information that during an attempted implant procedure, this new device and chronic right ventricular lead, exhibited high out of range shock impedance values. It was reported that prior to the attempted implant, shock impedance values were measured at 74 ohms. During troubleshooting attempts, the physician reported that three separate shock vectors were checked; all reporting out of range measurements. The physician then disconnected the device and lead, then reengaged for testing purposes; again, high values observed. It was then decided to remove this device from the implant procedure and replace with another bsc device of different model/serial. Impedance values with the second device, returned measurements of 80 ohms in the triad configuration, and 91 for single coil. The chronic right ventricular lead and the second new device, remained implanted for procedure completion. No adverse patient effects were reported, and the initial attempted implant device will be returned for laboratory analysis. Boston scientific internal technical services had been contacted for recommendations, at which time, this case was further assessed. The technical services consultant reviewed scanned device printouts, recommendation the patient be followed up, so as to monitor impedance variability. The consultant review, was unable to rule out lead malfunction, as a contributing factor. To date, the chronic lead and device remain implanted. Implant date: (B)(6) 2004. Explant date: n/a, lead remains implanted and in service